Manufacturer narrative:
The reason for instrument failure was reported as items were broken during a shoulder surgery. The healthcare professional indicated this event occurred during surgery, near the patient. No risk or adverse event was reported. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The device was disposed of at hospital and evaluated by registered medical assistant (RMA) at djo surgical.the instrument was not returned for examination and the lot number was not reported. Without the lot number, the instrument could not be linked to a specific device history record (DHR) and the actual date of manufacture cannot be determined with confidence.complaint database review shows no prior complaints filed against the instruments lot number that reports a similar failure. The root cause for this complaint cannot be determined with confidence as the instrument was not returned for investigational review. It is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the instrument was not returned to djo, and no further evaluation can be made for this event. This customer complaint will be closed. If the device is returned later, the complaint will be updated. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Instrument failure items were broken during a shoulder surgery.

Manufacturer narrative:
Manufacturer narrative: additional reporting on this event will be provided as a supplemental report to this document if it becomes available.